Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device had a speaker malfunction inop error message. The customer is unaware if the device had audible tones. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.